Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s screen bezel began separating, consistent with a loss of or failure to bond on the display component, and a replacement process was initiated after confirmation via customer-provided photo. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem consistent with bond failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.